Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that an implantable cardioverter-defibrillator was unable to evaluate the atrial lead pacing threshold. The device was also pacing below the programmed parameters.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information received noted that the device was explanted.